Event description:
It was reported that guidewire entrapment and a perforation occurred. The target lesion was located in the proximal right coronary artery (rca). A 1.50mm rotapro and a rotawire were selected for use. A microcatheter and a rota stiff guidewire were inserted into the lesion. The vessel looked straight after the guidewire was in place. Dyna was used in the ostium and atherectomy began. The rpms were low but was expected due to the nature of the disease. The rpms were increased; however the burr was not moving. Contrast injection was performed. The proximal rca was noted to be perforated. The burr was removed with exceptional resistance. The rotawire came out when the burr came out of the patient. A different guidewire was inserted. A 3.0 x 15mm apex balloon was inserted and inflated. The patient's blood pressure dropped. Balloon tamponade of the rca and echo-guided pericardiocentesis were performed. The patient was transferred to surgery.

Manufacturer narrative:
Device evaluated by MFR: unit was returned in a bio-hazard plastic bag with the rotapro device from the related complaint. Microscopic and visual inspection of the device found that the wire was kinked at 4cm from the proximal end of the wire. Functional testing revealed the returned rotawire was able to be removed from the rotapro device, but was not able to be reinserted due to the kink at the proximal end of the wire. Dimensional inspections were performed and were within specification for overall length, outer diameter (od) of distal tip, od of middle of device, and od of proximal section.

Event description:
It was reported that guidewire entrapment and a perforation occurred. The target lesion was located in the proximal right coronary artery (rca). A 1.50mm rotapro and a rotawire were selected for use. A microcatheter and a rota stiff guidewire were inserted into the lesion. The vessel looked straight after the guidewire was in place. Dyna was used in the ostium and atherectomy began. The rpms were low but was expected due to the nature of the disease. The rpms were increased; however the burr was not moving. Contrast injection was performed. The proximal rca was noted to be perforated. The burr was removed with exceptional resistance. The rotawire came out when the burr came out of the patient. A different guidewire was inserted. A 3.0 x 15mm apex balloon was inserted and inflated. The patient's blood pressure dropped. Balloon tamponade of the rca and echo-guided pericardiocentesis were performed. The patient was transferred to surgery.